Manufacturer narrative:
Product complaint # (B)(4). D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Investigation summary ==> according to information received, breakage of suture was reported for product code w10b55 during an attempt to sew tissue, requiring the use of another suture to complete the surgery. There was no report of patient injury or additional information provided. The product was returned to eth for evaluation. Visual inspection revelated that one detached needle, one suture piece and one needle suture piece were received for analysis. Product code w10b55 is double armed. The returned sample was visually inspected and the detached needle showed a swage and attachment area as expected. The barrel hole was examined and remnant suture could be observed. The suture piece was inspected and one of the ends was noted to be severely cut, resulting in a clip off defect. In addition, the needle suture piece was examined, the swage and attachment area were noted to be as expected. Per the condition of the returned sample, the functional test could not be performed. Based on the information currently available, clip off was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non- conformances were identified this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a valve replacement procedure on (B)(6) 2025 and suture was used. The suture was broken when the surgeon attempted to sew the tissue. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested